Event description:
It was reported by the patients representative that three days post implant the patient experienced a fall and they were unable to send a transmission. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.